Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was 190 mg/dl at the time of incident. Customer stated they did not press a button down for 3 minutes or longer. Customer stated that insulin pump was not exposed to a change in altitude. Troubleshooting was performed for stuck button alarm. The customer was advised that the insulin pump revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.